Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported difficulties advancing the system have historically been related to factors such as the patient anatomy and the physician technique. In this case, the patient computed tomography (CT) summary was submitted for review, which indicated that there was some tortuosity and calcification present in the femoral and iliac arteries. There were also areas that were noted to be smaller than the 5.0mm recommended per the instructions for use (IFU). Vessel trauma can occur as a result of maneuvering difficulties, likely related to the additional force or manipulation used to advance the device in difficult anatomy. Access vessel trauma is also a known risk per the instructions for use (IFU). A number of factors can affect the formation of a clot, and its presence and rate of formation is largely dependent on patient condition. From the available information, there is no indication that the events were related to a failure or malfunction of the device, but instead, are related to patient factors and physician technique.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in small vessel anatomy, while attempting to advance the delivery catheter system (dcs), a perforation occurred in the right common iliac artery and a dissection occurred in the left common femoral artery. The valve and dcs were withdrawn from the patient. A stent was implanted to treat the perforation and a surgical patch was required to repair the dissection. It was reported that the dissection caused a clot which obstructed blood flow in the leg and an embolectomy was performed to remove the clot. A decision was made to discontinue the procedure. The patient was reported to be recovering well. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.